Event description:
Customer reporting what they suspect as a false positive sars result. Customer states the result was negative by another manufacturers rapid antigen test. Customer is symptomatic with cold type symptoms. No confirmation testing was performed.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Tested 5x retained devices from each of the pouch lots associated with the reported kit lot with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: not able to duplicate with retain testing. Source: website.